Event description:
Reporter alleged blood glucose measured "hi" back to back with a result of 166 mg/dl when testing was performed less than 1 minute apart. Customer stated taking normal medications and not having any high or low glucose symptoms at the time. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.